Manufacturer narrative:
Complaint conclusion: as reported, the white compression tube of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The advancer tube was not engaged or visible. A non-cordis sheath introducer was used. Regarding the femoral puncture site, some peripheral disease was noted. The procedure was diagnostic. The deployer was trained in using the mynx device. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant, advancer tube, and sealant sleeve were all observed in their manufactured positions, while the balloon showed no abnormal conditions. No additional anomalies were observed during this visual analysis. Since the shuttle was received disengaged, it was reconnected to the handle, after which both the advancer tube and sealant were deployed correctly. A subsequent shuttle displacement was performed, and no anomalies were observed. The balloon inflation and deflation functions were evaluated, and the balloon inflated and deflated properly without issue. These results confirmed proper device functionality and demonstrated that the sealant and advancer tube deployed as expected. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle had not been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white compression tube of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The advancer tube was not engaged or visible. A non-cordis sheath introducer was used. Regarding the femoral puncture site, some peripheral disease was noted. The procedure was diagnostic. The deployer was trained in using the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.